Event description:
I've been sick for years with my health hitting rock bottom in 2023. My daughter suggested to me trust it could be related to my implants, since (B)(6) of last year I've been living in a nightmare of being blocked from healthcare and subtly threatened to be committed due to complications with my breast implants that with the prompting of my daughter I looked into. I have recalled inamed mcghan soft touch 120 implants that I recently realized the surgeon implanted during the silicone ban without informed consent. I wasn't a part of a study. Allergan has these implants on your website as not being sold in america. Why do I have them. I had a second opinion on purposely botched MRI from dr. (B)(6) stating I have silicone-induced granuloma of breast implant capsule (sigbic) that's being refused. I am very ill with gel in my lymph nodes with axilla swelling, mammary chain enlargement and a mass abutting my implant hospital refused to biopsy, going against national comprehensive cancer network (nccn), american college of radiology (acr), FDA guidelines. How can everyone stand by and do nothing? This has impacted my health tremendously, yet it seems I'm shouting into a void, there's thousands of women who have been physical, financially, and emotionally drained, being gaslit by providers who tell them that do too trusting they doctors and the science they were safe, silicone is inert. Now when we thought healthcare wouldn't turn their back they are. They're deny us the right to medically necessary care. I don't even know why the FDA is in charge of something they don't have the full authority of. It's a complete joke. How does the people working at the FDA sleep at night knowing the mountain of evidence that's piled up against medical devices. The government accountability office (gao) has requested numbers from you regarding adverse events. I'd like you to think about pointing out the obvious and stop rejecting evidence based on weak excuses. People's bodies will react to silicone floating around in their bodies. Rolling the dice on possibly and not allows isn't informed consent. FDA not having the authority to force follow through is a joke when I've seen doctors on youtube saying they don't have to listen to the FDA. Tell the gao that the cdc or someone with authority needs to be regulating the health impact. This inaction is literally ruining lives and killing people. Silicone spread causes immune response which causes inflammation which changes into cancer and it happens enough to be a concern across all silicone devices. If the FDA doesn't believe the science is there how is it okay to brush it off? If you want a stronger study then do it yourself or ban the product and make the device prove it's okay. It doesn't evoke trust in a government body that's supposed to protect its citizens. Instead it seems your protecting the manufacturer. I know you only ensure the function of the device which makes the health impact on the human a huge miss and why I don't understand the FDA's place when it's not fully addressing the impact silicone is having on millions of people. We need protected. You do realize doctors aren't testing women for breast implant-associated anaplastic large cell lymphoma (bia-alcl). I was denied despite guidelines. So yeah, how rare is it really? What about breast implant-associated squamous cell carcinoma (bia-scc)? My sister is dying of squamous to the bone. Yet she couldn't get her implants even removed. She couldn't get tested either, the doctors cut three giant white crystallized growths off her skin. She fought until she couldn't anymore, she's made peace with her fate, one that she didn't deserve. I'm pretty sure we can and should do better for women. I've had an MRI (B)(6) that showed a fractured rib that happened while I was walking in my hall, axilla swelling, mammary chain enlargement, several masses and cysts. One mass abutting my implant. My MRI was not acr or FDA guidelines. Although it states I received the silicone imaging the dicom tags are not correct, 4-5m slicing, incorrect fov, space between slicing, no indication of implants, contrast used, etc. Instead of investigating my implants despite the pa for plastics noting a concern for alcl I was dragged through breast cancer tests, I had diagnostic mammogram again not recommended per the guidelines. I did not receive a multi team expedited testing, instead I received breast cancer biopsy despite my request for alcl. They refused to review the MRI and when they did, they stood on those botched scans, declined my second opinion from an expert in breast implant complications dr. (B)(6). I thought I would get better care elsewhere instead I was asked if I was there for financial reasons when I went to a federally funded clinic. By then the inflammation I've been experiencing at times makes it so I can't speak which frightened my friend who started crying also shocked at the care I'm not getting. I went to a different hospital ER who stated in my notes I was there for socioeconomic reasons comorbid mental reasons with hospitalization considered. The hospitalization was not for my health guaranteed. They keep telling me it's anxiety I'm dealing with. That visit prompted plastics and pulmonary the lung doctor said I had anxiety, funny I thought my lungs had inflammation from my gel leak and the fibrous capsule only 1.9mm from the pleura. But when they don't care to look at my second opinion how would they know right? The plastic surgeon said she wouldn't consider the second opinion because she didn't know the radiologists and she's worked with the radiologists at the other hospital for 15 years. I feel like I'm dying and blocked from healthcare due to the lack of over site. When there's no accountability people are harmed. Patient codes: 2329, 1761, 1876,1849, 1924, 1870, 1932, 2439, 1800, 4409. Device codes: 1524. Reference report: mw5175360.